Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The electrodes were returned for evaluation. Through a series of functional and performance testing proper operation was observed. The root cause of the reported event was not determined.

Event description:
It was reported that the device kept indicating 'remove clothing from chest.' A back up device was obtained at the time ems arrived. The pt was then transported to the nearby hospital where it was later determined that he did not survive the incident.'